Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned product was patent. The device did not meet the requirements for leak testing as there was a disconnection at the y site sampling port. Adhesive was present at the connection. There were multiple tool marks observed on the tubing. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was first connected on (B)(6) 2016. According to the report, there was a disconnection at the y-site during normal use. Reportedly, the device was replaced and there was no injury to the patient.